Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l2-l5 levels, for the treatment of lumbar spinal canal stenosis. During surgery, after the surgeon placed screws at l2-5 and cages at l2-3, the surgeon tried to insert a cage at l3-4 but he inserted it to caudal so that the cage was inserted in the l4 vertebral body. Reportedly, intra-operative imaging showed sinking of the cage into l4 after the cage insertion in l3/4 was operated. Reportedly, the physician inserted the cage without checking imaging. Then new cage was inserted in l3/4. There was a overall delay of less than 60 min. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.